Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(6). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08745 inches. Unit received with cracked case at the display window corners, battery tube threads and reservoir tube lip. Unit received with broken belt clip slot. Unit received with stained back address / serial number label and end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was over 600mg/dl. Customer¿s current blood glucose was 138 mg/dl. Customer was treated with manual injection, intravenous insulin and fluid. Troubleshooting was performed. Customer state that the drive support cap was normal. There was no leak no air bubbles. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.